Event description:
As reported: "inner package of screw was broken. Not further opened by customer and not used".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Please note that the event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Therefore, it is subject to reportability under MDR.

Event description:
As reported: "inner package of screw was broken. Not further opened by customer and not used".

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the received product, the packaging of inner box found damaged. There were no signs of damage on the outer box though. The layer of packaging on the inner box was slightly ripped off at two locations which are somehow identical to each other. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. The nature of the complaint doesn't necessitate a labelling review since the issue is related to a packaging issue and not due to the design, manufacturing or intended use of the device itself. In order to address the issue, an nc has been opened to investigate further and prevent its recurrence. If more information is provided, the case will be reassessed.